Event description:
During a phacoemulsification procedure, the aspiration function of this unit failed. Aspiration was able to be achieved after a short delay in the procedure. There was no patient injury.